Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2012, due to patient allegations of pain, debilitation, lack of mobility, weight gain, dysfunction, elevated metal ions, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-03349 / 03350).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent total left hip arthroplasty on (B)(6) 2010 and a revision procedure on (B)(6) 2012, due to patient allegations of pain, debilitation, lack of mobility, weight gain, dysfunction, elevated metal ions, metal poisoning and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a left hip revision on (B)(6) 2012 due to pain and elevated metal ion levels. Revision operative report noted the presence of fluid and white material consistent with osteolysis. The modular head, taper adapter and acetabular cup were removed and replaced.